Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll services at customer site. The event log was reviewed, and it was confirmed that system did not cool patient as desired. Data showed correct behavior of system algorithm. During cooling mode the coolant was cold. The temperature probe were examined and noted to be within specification and also confirmed to be calibrated. The roller pump clearance was verified and system passed initial verification. The customer reported complaint of the system did not cool the patient was confirmed from the event log; however the issue could not be reproduced during testing. The root cause for the complaint could not be determined.

Event description:
It was reported that the thermogard was displaying temperature 35.8 degrees in fever mode, target temperature was set at 36. While connecting the patient probe to a bedside monitor showed a temperature of 37.8 degree. No patient consequences were reported. No additional information was available.